Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was driving and woke up in the emergency room (ER). The medical staff had informed the patient that he was out due to having low blood sugars. It was indicated that the paramedics tested the patient¿s blood sugar when they arrived, and it was reading 20 mg/dl. While in the ER, the patient was treated with sugar water to raise his glucose. He was kept overnight for monitoring and was released the following day. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.